Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. Additional information received indicated the sapien 3 valve was successfully implanted with trivial paravalvular leak (pvl). Tte performed approximately 6 months post implant indicated a normal functioning valve. Two years post implant, no stenosis or significant regurgitation was noted. Approximately 3 years post implant, the patient reported feeling dizzy and unwell, especially after dialysis. The patient also reported intermittent chest tightness. Tte indicated possible av thrombosis or vegetation. Tee indicated a highly mobile calcified mass attached to the ventricular aspect of the sepat leaflet of the sapien 3 valve. Possible calcified vegetation was diagnosed and the valve was explanted. Based on this information, this event does not meet the criteria of a reportable event.

Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported through the edwards implant patient registry, 3 years post implant in the aortic position, a 26mm sapien 3 valve was explanted. A surgical valve was implanted. The reason for the valve explant was not provided. No further information is available at this time.